Manufacturer narrative:
(B)(4). Date sent 12/10/2024. D4 batch #c9dr93. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with no reload present. The device event log was reviewed. The log indicates that no suspect power cycles were noted. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple release criteria. However, the articulation mechanism was noted to be non-working as would not release the articulation setting. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb was noted to be non-functional, a non working pcb could cause the articulation mechanism on the device not to respond or function as intended. No conclusion could be reached as to what may have caused the pcb board to be damaged. The event described could not be confirmed as the device fired without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9dr93, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, the device could not be fired. The issue has occurred but the details are unknown at this time, so will be added as additional information becomes available. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.